Manufacturer narrative:
The device has not ben returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 546mg/dl, with extreme drowsiness, nausea, and unspecified ketones, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump, discontinued pump therapy, and resumed on the same pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the loss of prime occurred two or more times with cartridges from the same box. The patient stated when they receive the loss of prime warnings they are ¿not always able to disconnect and prime the pump¿ and then goes without insulin for a few hours. The patient stated, they have ¿also been stressed by the frequent loss of prime warnings and that could have contributed to the high blood glucoses¿. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of prime issue that contributed to use error of the cartridge.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A force test was performed with no issues or failures found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.